Event description:
The field engineer worked with technical support and it was determined that the detent bracket, dc motor, and spring needed to be replaced. Once this was completed the system was working as intended.

Manufacturer narrative:
As of today the investigation is still in-process. We are awaiting the final resolution and part return for evaluation. A supplement will be filed as needed.

Manufacturer narrative:
As of today the investigation is still in process. A follow up will be submitted as needed.

Event description:
It was reported that during a biopsy exam, the c-arm released while the needle was in the patient's breast. No injury reported. The patient did not require additional patient care than the normal patient care post vacuum biopsy.